Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of gem v/nv ckv 3 ss 20dp 20pk experienced kinked tubing and leakage. The following information was provided by the initial reporter: I have another issue with alaris tubing reported by our clinic nurses. Today they were priming a bd alaris pump infusion set, when they noticed that the tubing was kinked near the round white disc located above the first port on the tubing and then it began expelling fluid from around said round white disc. There was no exposure to any hazardous contaminate. The lot number on the shelf was # (10)20043409. To clarify, is this in regards to the bd alaris infusion set lot # (10)20043409 where the tubing leaked fluid at the white disk, or in both cases, there were no adverse events. Both devices were connected to the patient at the time of failure. In the case where the tubing leaked, the tubing leaked prior to the chemotherapy regimen being attached, so the resulting spill was not hazardous in nature.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 06/26/2020 investigation conclusion t was reported that, the tubing had a kink near the round white disc located above the first port on the tubing and then it began expelling fluid. Received from the customer was one used primary set model 2426-0500 lot 20043409. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a small tubing tear (p/n tc10012940) at the engagement between the tubing and the check valve¿s inlet port (p/n 630100). No kinks or other anomalies were observed with the returned set during initial visual inspection. Functional testing was performed by filling a lab IV bag with blue dye water and attaching it to set while allowing fluid to flow via gravity. The set leaked from the tubing tear that was observed during visual inspection. No other leaks were observed throughout the set. Equipment used (inspection and testing performed on 20aug2020) - ram optical instrumentation/eq08204/calibration due date 5-feb-2021 the customer¿s report that the tubing leaked near the round white disc was confirmed. However, the kink was not observed during visual inspection. The root cause of the kink and tear could not be determined. Device history record for model 2426-0500 lot 20043409 shows that the set was manufactured on 21 april 2020 with a total of (B)(4). There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Regarding the tubing tear failure mode (proximal to check valve) of the suspect set bd nogales manufacturing was notified and is aware of leaks proximal to the check valve. Corrective actions (trackwise CAPA pr 1531358) was initiated to address tube cutting and incorrectly assemble tubing due to automated machinery. H3 other text : see h10

Event description:
It was reported that an unspecified number of gem v/nv ckv 3 ss 20dp 20pk experienced kinked tubing and leakage. The following information was provided by the initial reporter: I have another issue with alaris tubing reported by our clinic nurses. Today they were priming a bd alaris pump infusion set, when they noticed that the tubing was kinked near the round white disc located above the first port on the tubing and then it began expelling fluid from around said round white disc. There was no exposure to any hazardous contaminate. The lot number on the shelf was # (10)20043409. To clarify, is this in regards to the -bd alaris infusion set lot # (10)20043409 where the tubing leaked fluid at the white disk, or in both cases, there were no adverse events. Both devices were connected to the patient at the time of failure. In the case where the tubing leaked, the tubing leaked prior to the chemotherapy regimen being attached, so the resulting spill was not hazardous in nature.